Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that during the 1 year follow-up visit, the patient stated there was increased discomfort in the left leg with walking. A CT scan was performed and showed what appears to be internal thrombosis of the right common iliac artery which demonstrated little to no flow. The left common iliac remained patent and delayed images demonstrate no flow within the left common iliac artery. There does not appear to be reconstitution of the superficial femoral artery on the left, after the end of the stent graft. A fem-fem bypass procedure was successfully performed and the patient did fine. No additional clinical sequelae were reported.